Event description:
The patient was revised due to recurrent dislocaitons on 6-28-02. The surgeon again revised to a 32mm head and liner. The cup was revised due to gross loosening. It is believed the deterioration of the poly caused the dislocations and contributed to osteolysis. The patient had such severe bone deterioration.